Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Attempts to retrieve additional information are in process. If additional information is received, a supplemental MDR will be submitted. Without additional information, the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient implanted with a 25mm mitral valve for five (5) years, six (6) months will be treated via valve-in-valve procedure due to stenosis and hypomobility. They are planning to implant a 26mm transcatheter valve. No additional information was provided.